Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the operating room, irrigated the neck pocket, removed scar tissue, repositioned the stimulation lead beneath the tissue, re-sutured, and closed. Postoperative antibiotics will be prescribed.